Event description:
The patient has been reported to have survived explant.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their impella 5.5's aorta (ao) placement signal reading was approximately 30 points lower than the arterial blood pressure. The ao signal was recalibrated to the arterial line. No patient harm has been reported.

Event description:
Additional information received stating "distal end of sterile sleeve separated, catheter exposed. "

Manufacturer narrative:
B5 narrative and h6 medical device problem code were updated.